Event description:
It was reported that a visions catheter was used in a therapeutic peripheral procedure. During removal, the non-philips guidewire's hydrophilic coating was being stripped by the catheter; thus, both were removed as a system to prevent the coating being left in the patient. No patient injury reported. This product problem is being submitted because the visions catheter and guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9 & h3: the visions pv .018 catheter was returned for evaluation. Block h3: the visions catheter was returned intact to a non-philips guidewire, with no damage observed. Visual inspection of the guidewire found a portion of the coating was peeled off and missing. During functional testing, an attempt was made to remove the catheter from the guidewire, but could not be removed. Block h6: the root cause could not be established since no visible damage was observed on the visions catheter. A probable root cause is that the non-philips guidewire got damaged from use handling. Strain, impact, and forces associated with handling can affect the integrity of the device. Although the catheter was returned stuck to the guidewire, the complaint details state it was only removed together to prevent the guidewire coating from peeling off. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.